Event description:
The distributor contacted animas on (B)(6) 2012 alleging that on the morning of (B)(6) 2012, the patient had high blood glucose of an unknown measurement that reportedly did not require any medical intervention. It was alleged that there was no history in the pump on cartridge change and that the pump had "just stopped". The patient reported receiving "change cartridge" and "low cartridge" alarms several times. No further information was available. This complaint is being reported because the patient experienced elevated blood glucose while on insulin pump therapy using a pump with an alleged malfunction that remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no power los or replace cartridge alarms recorded during the reported event date. The black box data revealed cartridge changes being performed before low/replace alert. On testing, an ez-prime operation was performed without difficulty. The force sensor was evaluated and noted to be out of specifications. The pump was exercised for 29 hours and found to be delivering insulin accurately.